Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating the brush heads did not stay attached to the handle anymore. No injury was reported.